Event description:
Pt with a bicompartmental knee resurfacing device developed an infection.

Manufacturer narrative:
Pt with a bicompartmental knee resurfacing device developed an infection. Review of device history record indicated that the device was manufactured and sterilized to specification.